Event description:
Customer has down syndrome. Family member tested pt's blood glucose at 10 pm and received a result of 175mg/dl. Family member stated that the glucose strips was not completely filled so family member retested and received a result of 366mg/dl. The customer was not feeling well and was shaky. Family member was not sure how much insulin to give so family member tested several more times and the results varied drastically. Paramedics were called and at 11pm they received a result of 178mg/dl. The customers family member gave the customer 5 units of insulin. The customer received no treatment from paramedics. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.